Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. The technical support representative advised the client to order a new power supply. The customer successfully replaced the power supply. The device fully passed performance specification testing after the repair was completed.

Event description:
It was reported that the ventilator's power supply was not working. There was no patient or user involvement.

Manufacturer narrative:
MFR received date: 01 oct 2019. The replaced power supply was returned and failure investigation was performed on 24-sep-2019. It was determined that the failure of a capacitor within the power supply prevented it from operating on ac (alternating current) power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.